Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no obstructions, damaged or broken, or other defects were detected in none of the joins of the product. Functional testing found during the leak test, leak is present in the filter air vent. Complaint is confirmed. The root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process, therefore the most probable root cause is: the filter became damaged for the use of solutions that contain high levels of surfactants. As per IFU cautions section leaking could occurs if using solutions contained high levels of surfactants may cause fluid leakage through the air vent passage of the filter. No corrective actions are performed since failure mode is not related with manufacturing process. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the use of the product, leakage of medical fluid was observed. There was no patient injury.